Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. There were no visual evidence of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty select cycler went blank during power up prior to the start of peritoneal dialysis (pd) treatment. Rebooting the cycler did not restore the display. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the cycler. A replacement cycler was issued. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.